Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Journal article received: minimally invasive technique versus conventional technique of dynamic hip screws for intertrochanteric femoral fracture; wang j.p., yang t.f., kong q.q., liu s.j., xiao h., liu y., zhang h.; archives of orthopaedic and trauma surgery. (2010) 130 (5): 613-620; reported: a prospective study to compare the clinical outcomes of evans type 1 intertrochanteric fractures that were treated with standardized dynamic hip screw devices. The devices were inserted using a minimally invasive technique versus a conventional technique with open reduction. The minimally invasive technique included 47 patients; the conventional technique included 50 patients. Each group of patients averaged 68.7 years. It was reported that five patients died. The cause of death was not provided; however, it was reported that the cause of death was not directly related to the intertrochanteric fractures. It is unknown if the hardware used was a synthes device. This is report 2 of 2 for complaint (B)(4). This report is for an unknown number of unknown screws.